Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6), 2014 at approximately 8pm in the evening. The patient reported obtaining an elevated blood glucose reading of ¿177¿ (mg/dl). The patient manages her diabetes using a combination of diabetes pills, diet and/or exercise, and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient reportedly experienced symptoms of ¿shaky, disoriented and light headed¿ around the same time or soon after the reported issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting the csr noted that the unit of measure was set correctly and that the test strips were not expired. The csr walked the patient through a control solution test and the result was out of range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.